Event description:
It was reported that during testing (no patient was involved) that the 9600 system experienced an over current condition.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified the need to replace one of the battery packs and thoroughly clean cables and anode well. Replacement battery and cleaned cables and well. The system was tested and found to be working as intended. System was placed back into service.